Event description:
During a laparoscopic oopherectomy the 511 sd was used for the primary port insertion. The surgeon's normal technique is to insert directly without usage of pneumoperitoneum. Stool was noted on the tip of the obturator. The case was converted to an open procedure to repair the defect, and complete the case. The device is in risk management.